Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "when the catheter was inserted into the patient, the balloon damaged. Change the new catheter". No patient harm or injury. The patient status is reported as "fine".